Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring: black. On (B)(6) the customer alleged the device over delivery and admitted to the emergency room for low bg. On (B)(6) 2022, (B)(4), the customer alleged was admitted to the emergency room for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of (B)(6) 2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 46.2 u. Also on (B)(6) 2022, found two bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 7.2 u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they visited emergency room on (B)(6) 2022 for experiencing low blood glucose. Customer alleged that insulin pump was over delivering. Blood glucose level at the time of call was 65 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer did experienced symptoms such as vomiting and headache of low blood glucose value. It was unknown whether customer used auto mode. Customer was treated with food and glucose tablets. Customer had soda and fruit snacks. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black on (B)(6) 2022 the customer alleged the device over delivery and admitted to the emergency room for low blood glucose. On (B)(6) 2022, (B)(4) svn: 000314600812, the customer alleged was admitted to the emergency room for low blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history on the event date of (B)(6) 2022, found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 46.2 u. Also on (B)(6) 2022, found two bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 7.2 u. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, device passed all required testing. Unable to verify customer complaint for low blood glucose. Customer alleged for the pump over delivery was not confirmed. The force sensor is within specification and the motor functioning properly. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
This case is for the (B)(6) 2022 low blood glucose with glucose/carbohydrate treatment only. Please see (B)(4) for the medical review on the (B)(6) 2022 emergency room visit. On (B)(6) 2022, customer had a low and treated with glucose/carbohydrate. Customer did not go the emergency room on this day.